Manufacturer narrative:
E1: initial reporter facility name: hospital of (B)(6).

Event description:
It was reported via attached voluntary medwatch report # mw5173128 that guidewire detachment occurred. The stenosed target lesion was located in the biliary stricture. A 180x25cm fathom? -16 guidewire was selected for use. During the procedure, when the guidewire was advance in the biliary stricture, it was noted that the proximal tip of the wire was broke off inside biliary tree. The fragment was removed by snaring and the procedure completed using an alternate device. There were no patient complications as a result of this event.

Event description:
It was reported via attached voluntary medwatch report # mw5173128 that guidewire detachment occurred. The stenosed target lesion was located in the biliary stricture. A 180x25cm fathom? -16 guidewire was selected for use. During the procedure, when the guidewire was advance in the biliary stricture, it was noted that the proximal tip of the wire was broke off inside biliary tree. The fragment was removed by snaring and the procedure completed using an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the fathom was returned for analysis. The guidewire was returned; it was possible to observed that the distal tip was detached and kinked.